Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2009. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "postoperative bone fracture and/or pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-02014 and 1825034-2014-01308).

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6), 2009. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information from the patient's legal counsel reveals patient allegations of pain, disability, physical impairment, disfigurement, and cobalt and chromium in her blood.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no record anomaly or deviation. The following could not be completed with the limited information provided. Date explanted - n/a. Date of event - n/a. The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the reason for the revision is unknown. Should additional information received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted if necessary.